Event description:
Canadian mdpr report submitted to health canada by user facility claiming resident developed pressure injury to lower buttock and dorsal aspect of thigh due to cushion not being properly inflated.

Manufacturer narrative:
User facility submitted mdpr #1055088 to health canada claiming patient developed a pressure injury to lower buttock and dorsal aspect of thigh due to cushion not being properly inflated. Cushion was inflated to proper levels by resident occupational therapist after discovery of injury. Roho, inc. Has not seen medical records confirming injury. It was determined from incident details provided in initial report that the injury inflicted was a result of usage error of the roho cushion. Usage error contributed to cushion not being inflated properly. There was no claim of cushion malfunction. The user has direction in the manual to check cushion inflation frequently and to not use an underinflated cushion that reads as follows: "check skin frequently, at least once a day. Redness, bruising, or darker areas (when compared to normal skin) may indicate superficial or deep tissue injury and should be addressed. If there is any discoloration to skin/soft tissue, stop use immediately. If the discoloration does not disappear within 30 minutes after disuse, immediately consult a healthcare professional. - check inflation frequently, at least once a day. - do not use a product that is underinflated or overinflated, because 1) the product benefits will be reduced or eliminated, resulting in an increased risk to skin and other soft tissue" the user facility did not claim product malfunction, therefore the cushion was not returned for evaluation. If additional information is received, a follow-up report will be submitted.